Manufacturer narrative:
The iol remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
In a supplemental emdr report, follow-up #1, it was incorrectly stated that the initial report was in error with reference to the lens being part of the recall. The initial report was correct. The follow up (corrections) that were noted in the supplemental report referencing recall were sent in error. Correct data: a replacement z9002 iol was implanted (serial number (B)(4)) and later noted to be part of a recall. If remedial action, check type: recall. Removal reporting number: z-1123-2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). A replacement z9002 iol was implanted (serial number (B)(4)). The lens was originally designated as part of a recall; however, further review noted that this serial number is not part of the recall. If remedial action, check type: recall has been checked in error. Removal reporting number: z-1123-2014 has been entered in error. Lens is not part of recall. A manufacturing records review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. Slit lamp inspection of silicone lens shows that all the lenses sampled had an acceptable haze level. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that a surgeon implanted a z9002 intraocular lens (iol) (serial not known) and post-operatively it was discovered that the patient had a -1.50 diopter unexpected post-op refraction. This iol, which is reportedly not part of a recall, was explanted. A replacement z9002 iol was implanted (serial number (B)(4)) and later noted to be part of a recall. Post-operatively the patient was found to be +1.50 diopters. The doctor was considering implanting a piggy-back iol to correct the patient's visual acuity. At the time of this report, a secondary procedure had not been performed. See MDR 2648034-2014-000274 for report concerning the explanted intraocular lens.